Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 688 (mg/dl) with ketones. Customer was treated with intravenous insulin and was released approximately 4 hours later with bg levels stabilized to 100 (mg/dl).